Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing in 1 station. A technical support specialist (tss) dialed into system to check on patient's status and found out that the patients were discharged. So, the tss informed customer to either reverse discharge or for them to reach out to active directory (adt) team to send out a13 (cancel discharge) message. After that the customer emailed to inform that the station was inaccessible due to insufficient disk space. So, the tss dialed into station and found out that recovery model shown as full as checked in structured query language server management studio (ssms). So, the tss applied the knowledge article (ka) es 1.6.1 - dsclientoltp log file keep growing ¿ recovery model set to full for the recovery model to be changed to simple instead of full. After that the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient was not showing in station. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.